Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's lead had migrated out of the epidural space. The issue was confirmed via x-rays. Surgical intervention was performed on (B)(6) 2023 where the lead was repositioned to address the issue.